Event description:
The product was used during an unspecified procedure. Reportedly, the surgeon was unable to toggle the needle between the jaws & the needle broke. The hospital has reported no pt injury occurred.